Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for investigation, our investigation is based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing was pulled apart. It was further reported by the customer that extra tension was placed on the tubing of the subject opt944 optiflow + adult nasal cannula as the white headgear clip and the blue clothing clip were not used. Conclusion: the damage observed was likely caused by the tubing being pulled. It is also likely that not using the white headgear clip and the blue clothing clip contributed to the tubing of the opt944 optiflow + adult nasal cannula being pulled apart all optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that extra tension was placed on the tubing of an opt944 optiflow + adult nasal cannula and was pulled apart. It was further reported that the covid-19 positive patient desaturated. The patient was provided alternative therapy using a non-rebreather (nrb) mask whilst the cannula was replaced. There were no further patient consequences.